Event description:
Reporter alleges she received third dose of injection for both her left and right knees. After the injection, on (B)(6) 2019 she reports experiencing extreme burning sensation in legs and joints, excruciating pain that caused sleep disturbance preventing her from sleeping on her side and hair loss. Reporter advised she has reported these adverse events to her physician and she was scheduled for an appt on (B)(6) 2019. Reporter wants the FDA to be aware of these adverse events she experienced after euflexxa injection.